Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating without an alarm as well as the display went blank immediately after insulin pump exposure to moisture. The customer¿s blood glucose level was 113 mg/deal at the time of the incident. The customer was assisted with troubleshooting and the customer reports display was blank immediately. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test and displacement test due to blank display. No audio or beep anomaly noted.